Manufacturer narrative:
H3: product analysis #(B)(4):part # 436120b; lot # ca20d226 visual and optical inspection of the centerpiece expander revealed the gears/teeth have been damaged. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage but unable to open smoothly and collapse. The damage to the teeth appear to be from overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spinal therapy. It was reported that cage jack up not occurred. No patient symptoms were reported. No further complications were reported/anticipated.